Event description:
The (B)(6) reported an adverse event from centre (B)(6); "daily creaking noises from right hip prosthesis."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report.